Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A review of the production record was performed. The production record review showed there was one rework (rework 142-2022 was initiated for delamination reject rate percentage during production [see the product history review section below for further details regarding the related rework]) in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A facility manager reported that during a hemodialysis (hd) treatment there was a blood leak in the dialyzer. The manager clarified that the blood leak occurred at the very beginning of the hd treatment. The blood leak was described as being an internal blood leak. A fresenius machine was being used. The nurses assisting with the treatment saw the blood leak and immediately stopped the treatment before the alarm could even go off. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility manager reported that during a hemodialysis (hd) treatment there was a blood leak in the dialyzer. The manager clarified that the blood leak occurred at the very beginning of the hd treatment. The blood leak was described as being an internal blood leak. A fresenius machine was being used. The nurses assisting with the treatment saw the blood leak and immediately stopped the treatment before the alarm could even go off. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.